Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited noise. The noise was reproducible with provocative testing and pocket manipulation. No intervention was performed. The patient was in good condition.